Event description:
I had the allergan textured silicone breast plants implanted five years ago. I began having flu like symptoms that worsened daily. These symptoms prevented me from doing most daily functions. The doctors performed mini tests on me including a heart cath, lung testing, and many other non-invasive tests, trying to find the problem. I had many blood tests done and they finally showed a positive ana. I have been diagnosed with lupus, fibromyalgia, and osteoarthritis. Upon becoming educated on bii illness, I am preparing for en bloc explant. I am convinced that all of my symptoms are the result of the breast implants. I have been very healthy throughout my life and very active. This has put a stop to all of that. Please consider investigating this destructive product. FDA safety report ID # (B)(4).

Event description:
I had the allergan textured silicone breast plants implanted five years ago. I began having flu like symptoms that worsened daily. These symptoms prevented me from doing most daily functions. The doctors performed mini tests on me including a heart cath, lung testing, and many other non-invasive tests, trying to find the problem. I had many blood tests done and they finally showed a positive ana. I have been diagnosed with lupus, fibromyalgia, and osteoarthritis. Upon becoming educated on bii illness, I am preparing for en bloc explant. I am convinced that all of my symptoms are the result of the breast implants. I have been very healthy throughout my life and very active. This has put a stop to all of that. Please consider investigating this destructive product. FDA safety report ID # (B)(4).